Event description:
On march 10, 2025, palette life sciences received a notification from australia, in which was reported that "[physician] performed barrigel insertion. A few weeks later, an MRI report from the radiation oncologist indicated that a small amount of barrigel was located in the rectal wall. The patient is asymptomatic. The physician's team has scheduled a reversal of the affected section of barrigel for (B)(6) 2025. There was no issue identified with the product itself. According to the report, the event was attributed to technique, resulting in barrigel being introduced into an unintended anatomical location." Additional information received on march 18, 2025, informed that "the reversal procedure was performed on (B)(6) 2025, and all went fine. The surgeon has said that the patient was feeling well post-procedure, and no other issues reported."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On march 10, 2025, palette life sciences received a notification from australia, in which was reported that "[physician] performed barrigel insertion. A few weeks later, an MRI report from the radiation oncologist indicated that a small amount of barrigel was located in the rectal wall. The patient is asymptomatic. The physician's team has scheduled a reversal of the affected section of barrigel for march 17, 2025. There was no issue identified with the product itself. According to the report, the event was attributed to technique, resulting in barrigel being introduced into an unintended anatomical location." Additional information received on march 18, 2025, informed that "the reversal procedure was performed on march 17, 2025, and all went fine. The surgeon has said that the patient was feeling well post-procedure, and no other issues reported."